Event description:
Device returned to MFR for analysis with report of "not infusing accurately." Co rep provided add'l info that the residual in the pump was in excess of 6-8 cc greater than anticipated. Pt was not getting the benefit expected from the medication. Dye studies were performed and were negative. Pump was explanted and replaced. Hcp provided add'l report that the pt had been hospitalized for 1 1/2 weeks for withdrawl sypmtoms including chills and vomiting and workup to determine the cause of the symptoms. Hcp reported that "the telemetry was ok but the pump was found to be full" when the reservoir was accessed for refill.